Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for a generator replacement. The patient's right ventricular(rv) lead had exhibited high capture threshold in (B)(6) 2017 during an in-clinic interrogation. The right atrial lead was functioning within normal limits prior to procedure. During the rv lead extraction procedure, the physician noticed a visual abnormality of under the surface of the insulation on the right atrial(ra) lead possibly as a result of torquing or crushing force. Both the rv and ra leads were explanted and replaced during the same procedure. The patient did not experience any adverse event, tolerated the procedure well, and was discharged. Related manufacturer reference number: 2017865-2019-04871.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 9.0 cm and 43.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.